Manufacturer narrative:
The technician conclusion is in line with the side rail condition. Photographic evidences provided show signs of impact damage to the side rail, which indicate that side rail could be pressed on an obstacle. Additionally, the post-market surveillance data allows to indicate that the cause of the hinge breakage is an external force or blocking the frame, such as due to raising the side rail onto an obstacle. The instructions for use (IFU) for enterprise 8000x bed (746-585-en_14 dated 12/2020) includes the following information relevant to the subject of this investigation: "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other objects do not restrict its movement." In summary, the bed failed to meet its performance specification. The bed was used for a patient treatment when the backrest collapsed and therefore it was involved in the event. This event is reportable due to backrest section collapse during use with the patient.

Event description:
Customer reported that the enterprise 8000x bed¿s backrest collapsed when the patient sat on it. No injury was sustained. The bed was evaluated by an arjo technician who found that the backrest had a broken hinge and the gas strut sheared at both connection points. The technician concluded that most likely the upper side rail was raised onto an obstacle. Continuous raising of the backrest section, caused that the frame was bent and in a result, the left hand hinge snapped. This damage was not noticed at that time and when the patient sat on the backrest, the hinge could not withstand the load due to this damage, breaking off the gas strut and causing the backrest section to suddenly drop.

Event description:
Following the information provided the backrest collapsed when the patient sat on it. No injury was sustained. Based on the information gathered during an evaluation most likely the bed has been raised trapping the right hand head end side rail under an obstacle, which bent the back rest section causing the left hand hinge to snap which was not noticed at the time. Then, when the patient sat on the raised back rest it could not withstand the load due to the damage, breaking off the gas strut and causing the back rest section to suddenly drop.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.